Event description:
A broken cable was identified on the prograsp forceps instrument. There were no reports of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation revealed the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch up cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.